Manufacturer narrative:
The initial report was for an unknown strata valve. Upon receipt, it was determined that the valve was a strata ii, small, catalog number unknown. The valve was patent, and it passed siphon testing. The device did not meet requirements for reflux and leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The device met all specifications for pressure flow and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. No impact to the patient was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a valve was malfunctioning. According to the report, the valve was allegedly not working properly during surgery, so the doctor replaced the valve with a new one.